Manufacturer narrative:
The device was not returned for evaluation; however, films were supplied for review which show total ankle replacement system with the tibia device subsiding.

Event description:
Allegedly, the total ankle implants are failing and will be revised with a new system. The tibia is subsiding.